Event description:
It was reported that customer experienced physical damage of insulin pump. Customer reports that battery compartment was cracked. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, cracked belt clip slot and broken battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.